Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels for two to three months leading up to the call. Blood glucose level at the time of the incident was 456 mg/dl, which was treated with a manual injection. Troubleshooting did not show any malfunction of the insulin pump and the customer was advised to follow up with her doctor. The insulin pump was not replaced or returned for analysis.